Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that there was no reaction after startup, the power source was replaced. Also the hinges were cracked. (B)(4).

Event description:
It was reported that the programmer would not power up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.